Event description:
It was reported that they customer had eaten lunch a few hours ago and had taken her insulin based on the reading. The customer was having symptoms of high blood glucose at the time. The result was not provided. The customer is calling because blood glucose results were in back to back tests. Her husband received results of 291, 238, 241, & 141mg/dl within five minutes although the customer is feeling fine. Controls are not in use on the device. A request was made for the return of the suspect device and replacement product were sent.